Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to no sound following head trauma. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 11, 2023.